Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 19-june-2024, it was reported by the patient that infusions set port was leaking from top of septum. No further information was available.